Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 the customer mom calls that his son infusion set was fell off and product is used for 1 day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.